Event description:
Hcp reports the patient's pump was electively explanted in 2007. A section of the intrathecal catheter was left implanted and tied off to "prevent dural leak". A week later, the patient developed an infection to the pump pocket site. The hcp elected to explant the remaining implanted catheter segment and sutured the lumbar site catheter opening to prevent csf leak. Hcp states patient is currently leaking csf from the lumbar site. Hcp is considering involving a neurosurgeon for consultation. Additional information has been requested from the hcp, but was not available at the time of this report. See MFR report 6000030200700805.